Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 10 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation was observed. 10 retained samples from the same lot number were drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 3450rpm for 10 minutes. All samples separated as expected with complete barriers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported during use the tube pms plh 13x75 3.0 plbl lim ce experienced poor separator movement. The following information was provided by the initial reporter: the customer stated "some tubes were centrifuged but the ball still remained at the top of the tube. This anomaly is not detected by the p612 and caused the crash of our two cobas ise modules 15 days ago. ¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the tube pms plh 13x75 3.0 plbl lim ce experienced poor separator movement. The following information was provided by the initial reporter: the customer stated "some tubes were centrifuged but the ball still remained at the top of the tube. This anomaly is not detected by the p612 and caused the crash of our two cobas ise modules 15 days ago."